Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), salpingitis ('irritation on the right fallopian tube from the essure coil/ right tube with area of inflammation in ampullary portion') and post procedural haemorrhage ('I was bleeding a lot with clots in blood. Bled heavily first 3 days and another 3 days spotting') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included diabetes in 2017, tubal ligation in (B)(6) 2016, c-section in 2001, kidney stones in 2000, cholecystectomy in 1992, laparoscopy in 1987, hernia repair in 1974, hot flashes, night sweats, urinary frequency, incontinence, asthma, irritable bowel syndrome, headache, libido decreased, stress incontinence and gallbladder operation. Concurrent conditions included spotting vaginal, menses irregular, ovarian cyst, cramp in lower abdomen, pap smear abnormal and pelvic adhesions. The patient also had a family history of diabetes. Concomitant products included oxycodone hydrochloride;paracetamol (percocet) for pain as well as ibuprofen, insulin, metformin and omeprazole. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), diarrhoea ("loose stools"), alopecia ("hair loss"), mood altered ("hormonal changes: moodiness"), cystitis ("bladder infection"), migraine ("migraines / headaches"), nausea ("nausea"), sensory loss ("loss of sensation"), depression ("depression"), vaginal discharge ("vaginal discharge") and vision blurred ("blurred vision"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), post procedural haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), complication of device insertion ("problems placing the right side/ right coils do not look smooth like the left"), contusion ("bruising"), thermal burn ("burns on lip"), oropharyngeal pain ("soreness of throat"), dysphonia ("raspy voice"), stress ("stress"), dyspepsia ("burning on the lining of my stomach"), adnexa uteri pain ("pain to my right ovary"), paranoia ("I was paranoid") and pelvic discomfort ("discomfort"). The patient was treated with surgery (surgical removal of coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, diarrhoea, alopecia, mood altered, cystitis, migraine, nausea, sensory loss, depression, vaginal discharge, vision blurred and vulvovaginal pain was resolving and the salpingitis, post procedural haemorrhage, complication of device insertion, contusion, thermal burn, oropharyngeal pain, dysphonia, stress, dyspepsia, adnexa uteri pain, paranoia and pelvic discomfort outcome was unknown. The reporter considered adnexa uteri pain, alopecia, bladder disorder, complication of device insertion, contusion, cystitis, depression, diarrhoea, dysmenorrhoea, dyspareunia, dyspepsia, dysphonia, fatigue, female sexual dysfunction, menorrhagia, migraine, mood altered, nausea, oropharyngeal pain, paranoia, pelvic discomfort, pelvic pain, post procedural haemorrhage, salpingitis, sensory loss, stress, thermal burn, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred and vulvovaginal pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical record: pelvic pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2019: plaintiff fact sheet and medical records were received. Events per pfs: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia, bladder problems, urinary problems, dental problems, dysmenorrhea, dyspareunia, fatigue, loose stools, hair loss, hormonal changes: moodiness, bladder infection, migraines / headaches, nausea, loss of sensation, pelvic pain, depression, vaginal discharge, blurred vision, vaginal pain, problems placing the right side/ right coils do not look smooth like the left and essure confirmation test not done. Events per mr: irritation on the right fallopian tube from the essure coil/ right tube with area of inflammation in ampullary portion, bruising, burns on lip, soreness of throat, raspy voice, stress, burning on the lining of my stomach, right ovary pain, post procedural bleeding, I was paranoid, pelvic discomfort. Medical history, concurrent condition and concomitant medication were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.